Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. Attempts to obtain patient weight was not successful. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient had ineffective stimulation with the scs system. As a result, the entire scs system was removed around (B)(6) 2026 to address the issue. It cannot be determined which lead contributed to the event.